Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-14620. It was reported that the patient presented with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. Vegetation was noted on the right ventricular and right atrial leads. The device, right ventricular, and right atrial leads were explanted. The right ventricular lead was replaced. The patient was in stable condition.